Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the cutter was not working (no cutting), and there was no suction. The connections were checked, and the cassette sounded like it was bubbling along with display of error code during calibration for surgery (unknown procedure type). They tried flushing the cutter with balanced salt solution, and it was no help. A new cassette was opened, and it worked fine. There was no information about any patient impact.